Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported peeled/delaminated. It was reported that the coating of the guide wire was incomplete (peeled / delaminated), after removal from packaging. Factors that may contribute to peeled / delaminated after unpackaging include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported peeled / delaminated cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported during the procedural preparation of a 300cm ht supra core guidewire (gw), that the covering [coating] on the gw was noted to be incomplete, when the device was removed from its package. Therefore, a new supra core gw was used and the procedure was completed. There was no patient involvement nor clinical delay. No additional information was provided.